Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones due to high out-of-range impedance measurements on a competitor's right atrial (ra) lead. No adverse patient effects were reported.

Event description:
New information received indicates that current impedance measurements are within range. No intervention is planned and the patient will be monitored.